Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. In 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure device removed). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 12486522) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included toxemia (problem with pregnancy have included toxemia), chronic cervicitis, adenomyosis, leiomyoma nos, paratubal cyst, fibroma, follicular cyst of ovary, menorrhagia, adnexal mass and fibroids. In 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and adnexa uteri mass ("adnexal mass") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (dayinci robot-assisted hysterectomy with bilateral salpingectomy and right oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, uterine leiomyoma and adnexa uteri mass outcome was unknown. The reporter considered adnexa uteri mass, menorrhagia and uterine leiomyoma to be related to essure. The reporter commented: right ostia cannulated with essure device and essure placed without complication with 3 coils visible. Left ostia cannulated with essure device and essure placed without complication with 2-3 coils visible. Discrepancy noted in essure insertion date (B)(6) 2011 and removal date (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 12486522) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included toxemia (problem with pregnancy have included toxemia), chronic cervicitis, adenomyosis, leiomyoma, paratubal cyst, fibroma, follicular cyst of ovary, menorrhagia, adnexal mass and fibroids. In 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and adnexa uteri mass ("adnexal mass") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (dayinci robot-assisted hysterectomy with bilateral salpingectomy and right oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, uterine leiomyoma and adnexa uteri mass outcome was unknown. The reporter considered adnexa uteri mass, menorrhagia and uterine leiomyoma to be related to essure. The reporter commented: right ostia cannulated with essure device and essure placed without complication with 3 coils visible. Left ostia cannulated with essure device and essure placed without complication with 2-3 coils visible. Discrepancy noted in essure insertion date (B)(6) 2011 and removal date (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: mr received. New reporter, lot number, medical history added. Medical device removal was replaced with menorrhagia. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. In 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure device removed). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.